Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges consumer was driving down a slight hill and did not have t lever engaged but allegedly the brake did not engage. Allegedly the consumer was thrown into a bush.